Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and was secured in the handle slot; however, the trip wire was kinked at the proximal section. It was possible to observe that the suture was broken with one section attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, there were six bands attached on the ligator head, confirming the reported issue of deployment failure. It was also noticed that some of the ligator head teeth were damaged and the suture hole had no damages observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was attempted to be deployed, but was stuck and did not deploy. Reportedly, the device was retrieved, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was attempted to be deployed, but was stuck and did not deploy. Reportedly, the device was retrieved, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.